Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was reported the patient had an infection but it was not confirmed as sepsis or peritonitis. The cause of death was not reported. It was reported pd therapy was discontinued on an unknown date ¿about 6-7 days¿ prior to death. The patient was placed in hospice care and passed away. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.